Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, demerol, morphine and an ¿other¿ drug, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included trauma and blood pressure raising due to ¿problems in the head¿. On (B)(6) 2018 the patient reported that she decided to let the pump go dry and not refill the pump due to an issue with their healthcare provider. The patient¿s pump was empty, and it was the patient¿s decision to let the pump go empty. The patient¿s pump had been alarming for awhile because it has been empty for 2 months. The patient was in the hospital for 6 days due to withdrawal and other issues and was released on (B)(6) 2018. The patient had a seizure 6 days ago when going to the hospital. Per the patient a company representative came to the hospital one to two days before she was discharged to check the pump and the pump was still functioning, but the patient forgot to tell the company representative to silence the pump alarm. The pump alarm was constant and everyone around could hear it. The patient asked how to have someone turn off the pump alarm and stated she would have the pump removed eventually. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was silenced in december. The patient experienced pain in their hips. The pain was due to the location of the pump. Patient weight was (B)(6). The patient planned to have the pump explanted and was seeking a physician to explant the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was causing the patient 'major pain and discomfort'. The pain was unb earable. No out of box failure and no medical or therapy problem associated with small parts. The patient was redirected to follow up with the healthcare provider for explant surgery. The date of the event was 2018. (Shortly after or before it was last refilled in (B)(6) 2018).